Event description:
The customer reported that they were having a hard time trying to get leads to be recognized when they were trying to obtain a 12 lead. This complaint addresses etco2 not being recognized by the monitor when it was plugged into the side port. The involved pt expired. This will be reported as a non-adverse event, the pt death is reported in MDR #1218950-2014-03683.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.